Event description:
Customer reported that every time she changed the battery on the insulin pump she gets an alarm. Alarm history was checked and multiple unexpected restart alarms and external ram error alarms. Customer stated the device was not stored or not in use for an extended period of time. Alarm occurs shortly after inserting a new battery. Blood glucose value was 211 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.